Manufacturer narrative:
The device history was printed and reviewed. On the reported event date of 10/29/1997, the pump was initially programmed with a concentration of 1.0mg/ml and a loading dose of 10mg was administered. The reported drug in use was meperidine 10mg/ml. The user entered concentration of 1mg/ml would result in delivery of 10ml as reported. On 10/29, the history log registered several changes between concentrations of 1.0mg/ml and 10mg/ml from 10:10am to 2:17. Possible user error. The pump passed performance verification testing. The frequency of death or serious injury for code 102 (overdelivery) complaints for pca product is 2.67/million sets.